Event description:
It was reported that during implant, the patient had coronary sinus dissection which was confirmed by injection of contrast that was noted on the outside the coronary sinus. The patient also had atrial flutter. It was also reported that the left ventricular lead was unable to obtain an adequate distal location. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.